Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 40 to 38 mg/dl at the time of the incident. The customer gave themselves too much insulin in order to harm themselves. The customer was at 119 mg/dl at the time of the call. The customer was using pump auto mode at the time of the incident. The customer was given shots and intravenous glucose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the caller declined. The caller reported pump physical damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was communicated properly with the blood glucose meter. Unit passed the delivery accuracy test. Unit was received with cracked battery tube threads and cracked case along the side of the battery tube.